Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. The submitted log file contained data from 6/27/2019 to 7/1/2019. All of the captured data was comprised of routine power source exchanges, pi events, and data logger entries. Pump speed was initially at 9800rpm but lowered to 9400rpm on the afternoon at 6/27/2019 and then 9200rpm on the morning of 6/28/2019. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system functioning as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for threatened pump thrombosis and down trending lactate dehydrogenase (ldh). On the day of admission the patient's international normalized ratio (inr) was down to 1.9 (target 2.5-3.5). The patient was put on bivalirudin and speed was decreased to 9400 revolutions per minute from 9800 revolutions per minute due to over decompressed left ventricle. Left ventricular end diastolic (lved) with ramp echo was done resulting in a speed decrease to 9200 revolutions per minute. The patient did not develop any symptoms aside from an elevated ldh of 1073. Log file analysis showed that pump parameters appeared to be changing as expected with the set speed changes. No other unusual events were seen in the log files. There was no confirmation of pump thrombosis, only suspected. On (B)(6) 2019 healthcare professionals reported that the patient would be prepared for discharge with a target inr of 3-3.5 and a speed of 9200 revolutions per minute. Additional log files were sent on (B)(6) 2019 and log file analysis showed no unusual events. The equipment was reportedly working as intended and not suspect of pump thrombus. Patient ldh and anticoagulating were still being followed due. No further information was provided.